Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor with the ilet system, and after guided steps to start the sensor, the ilet paired successfully and glucose readings appeared promptly. Symptoms included no reported adverse health effects. Outcomes included no impact to blood glucose and no need for medical care. Investigation included troubleshooting and user education performed during the call. Investigation of this case revealed successful sensor initialization and device pairing, with no ongoing device malfunction identified. It was concluded, based on previously established findings for similar reports, that user interface interaction and workflow during sensor start were the most probable causes.